Manufacturer narrative:
Summary of evaluation: the root cause of the investigation is not confirmed because the implants and pt medical records associated with this event were not returned to stryker orthopaedics for evaluation. This is a legal product complaint. All communication and requests for additional information are handled by the stryker legal affairs department. Should additional information become available then it will be submitted in a supplemental report. Device history review showed no reported discrepancies.

Event description:
It was reported that: " it was reported through the attorney for the pt, as a result of a legal claim, that the pt underwent a left hip replacement on (B)(6), 2007. It was further alleged that, "on (B)(6), 2007, the product failed requiring a revision on (B)(6), 2007." It was further alleged that, on (B)(6), 2007, the device failed again requiring revision on (B)(6), 2007."